Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had moisture damage at motor assembly. No constant tone anomaly noted. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer reported that the there was fluid under the lcd display. Insulin pump will be returned for analysis.